Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument end is cracked at distal point. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the base, mid, and tip of the blade. Both blade edges were indented causing the instruments scissors to be dull and not open/close properly/easily. There is assumption that there may have been detachment of piece of blade that could not be measured in size. The complaint regarding the instrument is cracked at the distal end was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.